Event description:
It was reported that during a percutaneous transluminal coronary artery procedure, a guide wire became trapped in a totally occluded right coronary artery. It was not possible to pull back the guide wire without breaking the wire. The separated portion of the wire had to be surgically removed. Reportably the pt is doing well after surgery.